Event description:
Customer reported the (t connector) tube disconnected from the plastic cap which was connected to pt. No pt harm or medical intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.